Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer changed supplies and successfully resumed insulin delivery; however customer still felt uncomfortable with the pump. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.